Event description:
I started to have pain in my eye after putting in my contacts. I found that the contacts had broken in half or thirds in my eye while I was wearing them. This happened repeatedly throughout the entire box. FDA safety report ID# (B)(4).